Manufacturer narrative:
H10: a proposal was sent to the customer but later cancelled. No work was performed by philips. The customer rejected service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the customer later replaced the battery and confirmed the reported issue has been resolved. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the battery was not holding a charge. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The battery was checked after the ventilator was picked up and it was determined that the battery required a replacement due to being expired. Repair is currently pending.